Manufacturer narrative:
The ft4 IV reagent lot number was 74937200. The expiration date was not provided. The t3 reagent lot number was 74652600. The expiration date was not provided. The e2 iii reagent lot number was 75304700. The expiration date was not provided. The shbg reagent lot number was 73520800. The expiration date was not provided. The customer initially stated that the instrument presented an error (the measurement channel was masked). The investigation is ongoing.

Event description:
The initial reporter questioned the results for 30 patients' plasma samples tested with elecsys ft4 IV assay, elecsys t3 assay, elecsys e2 iii assay, and elecsys shbg assay on a cobas e801 immunoassay analyzer. The following are examples of discrepant results for 1 patient sample tested with elecsys ft4 IV assay, 1 patient sample tested with elecsys ft4 IV assay and elecsys t3 assay, and 1 patient sample tested with elecsys e2 iii assay, elecsys ft4 IV assay, and elecsys shbg assay. Sample 1: ft4 IV: initial result: 1.87 ng/dl. Repeat result: 1.00 ng/dl. Sample 2: ft4 IV: initial result: 1.76 ng/dl. Repeat result: 1.04 ng/dl. T3: initial result: 561 ng/dl. Repeat result: 204 ng/dl. Sample 3: e2 iii: initial result: 119 pg/ml. Repeat result: 5.00 pg/ml. Ft4 IV: initial result: 2.15 ng/dl. Repeat result: 1.01 ng/dl. Shbg: initial result: 14.2 nmol/l. Repeat result: 26.6 nmol/l. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The field service engineer checked the instrument and found no issues. An instrument check was performed and the instrument was performing within specifications. The investigation did not identify a product problem. The cause was consistent with a temporary blockage in one of the pipetting flow paths due to an insufficient sample quality, which resolved itself by flushing and purging the fluidics of the system.